Event description:
On (B)(6) 2013 it was reported that spectrum infusion pump serial number (B)(4) would continue to alarm upstream occlusion during testing. The reporter attempted to calibrate the upstream sensor and the device signaled that it had a failed sensor. There was no patient involvement with this device.

Manufacturer narrative:
(B)(4). The device was received for evaluation by baxter. Evaluation found the unit inoperable due to constant "reload set" alarms. Evaluation found the lower reading on the ultrasonic sensor to be 584 with a fluid filled tube and should be greater or equal to 2700, caused by a failed processor pcb. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms if the pump was able to run. The upstream sensor has been replaced.